Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual examination found the device to be worn as evidenced by surface scratches and discoloration. The noted defects were consistent with normal wear of the device. No other defects were noted. The device was then functionally tested and found to be out of specification. A manufacturing related potential cause was not suspected, therefore, no manufacturing record evaluation is required. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A root cause could not be determined, but it is likely the device was not properly maintained. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed.

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Reporter is a depuy employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine incoming inspection of a loaner set on an unknown date, it was observed that the torque handle was found to be out of drawing specification. There was no patient involvement. When the device was received for investigation, a viper2 tightener handle was also present. Concomitant devices: viper2 tightener handle (part: 286745500, lot: gb109636, quantity: 1). This report is for a cam tightener torque handle. This is report 1 of 1 for (B)(4).